Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an ablation procedure five weeks prior to the report and had bladder symptoms since then, confirming it started in (B)(6) 2017. They saw a power on reset (por) message on the day of the report. They were going to follow-up with a healthcare professional (hcp) to have their implanted neurostimulator (ins) checked. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that "it was broken and they replaced it". The steps taken to resolve the por message was they went to the doctor and replaced it. They didn't know the circumstances that led to the por message, but stated that it wasn't working. It wasn't just the battery, it wasn't working. The doctor put in a new stimulator. They noticed that it wasn't working about a month prior to the report, the day they first reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.